Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) was explanted due to a perforation. At the time there were no plans to replace this lead. No additional adverse patient effects were reported. This device is not expected to return for analysis.